Event description:
Database report of a broken proximal screw in a antegrade femur i.m. Nail. Surgery was required to replace nail and screws. During review of x-rays I noted the broken screw as stated and a non-union of the f/x site which placed high stress on the proximal screw. No indication of product failure.